Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead perforated through the right ventricular apex, causing a hemothorax. The lead was explanted and replaced.